Event description:
Baxter (B)(4) received a report that one (1) intermate leaked during patient use. The device was filled with 275ml vancomycin in saline. No patient injury was reported, no medical intervention. A sample is available for evaluation. No additional information.

Manufacturer narrative:
(B)(4). Device evaluation: one sample was received by baxter for evaluation. Visual examination of the unit confirmed the leak. The root cause for this complaint was determined to be an extrusion process defect. This is a single use device and will not be repaired. No other observation was found on the unit. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). Additional narrative: the device is available for evaluation per the customer; however, the device has not yet been received by baxter. Should the device and/or any additional information become available, a follow-up report will be submitted.